Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and tested. Visually, the main pusher rod (gray trigger) presented no anomalies and functions as intended when operated. When red trigger was tested, the push rod would advance but could be easily pushed back in when pressed against a hard surface. This failure is typically observed when the push rod had been rotated so that it was no longer locked into place with the gear powered by the red trigger. Therefore, when the red trigger was pulled it would advance the push rod only due to the remaining friction between the two parts. The condition with the red trigger rod was likely caused during assembly of the applier by not locking the rod in place prior to press fitting the top cover onto the applier. This complaint could be confirmed and failure could be attributed to manufacturing assembly issue which has been escalated to CAPA by the supplier. Work instruction for functional testing was updated to include a "push/pull" test for the meniscal applier assembly by the supplier. 100% inspection during assembly will be conducted to avoid recurrence of similar issues. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed 1 similar complaint for this lot released to distribution. This lot was released before the corrective actions were implemented. Therefore no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair surgical procedure, it was reported that when surgeon inserted the first anchor, the gun deployed as expected. There was no problem with the first anchor. However, nothing happened when bringing the second anchor into play using the red trigger. It was reported that the surgeon pulled the red trigger numerous times and also viewed arthroscopically but there was no seating of 2nd anchor that occurred. It was reported that the surgeon had to abandon the anchor, removed the gun from knee, and tested both red and gray trigger. It was reported that both triggers seemed to be in good working condition with no anchor attached. The surgeon proceeded to open another anchor, attached to the end of deployment gun, then reinserted into the knee. It was reported that the first anchor deployed as expected but the second anchor would not seat with red trigger again. It was reported that the surgeon had to manually push the second anchor into a seating position using a probe to finish the procedure. The anchor then deployed, removed gun and needle from knee, opened another gun and completed the procedure with new gun and more anchors. There was a five--minute delay to procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.